Event description:
New information received notes that programming were made and patient continued to be monitored.

Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to suspected myopotential oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.